Event description:
It was observed during the device inspection that the adhesive became detached from the bending section. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the root cause for the adhesive detachment could not be determined. Olympus will continue to monitor field performance for this device.